Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient was very unhappy with distance vision, had yag (yttrium aluminum garnet) and currently still very frustrated one month post operative. The patient had myopic surprise. Additional information has been requested, received and stated patient was currently waiting for three months before laser topup.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer's internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned for analysis. The file states that in hcp opinion the product did not cause/contribute to the event. The patient experienced myopic surprise. The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as user facility reported that according to the surgeon, the iol did not cause the event. "The patient experienced myopic surprise". Based on this information, the product did not cause/contribute to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Correction information provided in b.5., h.10. And h.11. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cnwet3-t6) that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
There are two medical device reports associated with this patient. This report is associated with the left eye.